Event description:
Complainant alleged that during the biomedical dept's routine testing and preventative maintenance, while using a multifunction cable the device would not discharge at 300 joules. The complainant was unable to duplicate the event. The complainant indicated that there was no pt involvement in the reported failure.